Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip of the liner extractor broke.

Manufacturer narrative:
Examination of the returned device confirms the reported event tip breakage. The returned device was forward to a depuy product development engineer for examination and analysis. Without a more specific and thorough metallurgical analysis, root cause of the fracture cannot be definitively determined. Based on the performed investigation, corrective action is not needed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.